Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the surface of the shell. Due to the impossibility to perform a further analysis through device analysis performed with photographs, it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma, pain, and swelling."

Event description:
Healthcare professional reported right side "seroma, pain and swelling." Device remains implanted.